Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer performed self troubleshooting and no insulin was observed dripping out of the infusion set tubing and insulin was seen exiting the cartridge tubing. Reportedly, the alarms were cleared and insulin delivery was resumed to address the event. Blood glucose was 250 mg/dl.